Event description:
It was reported that the subject device was not switching on. This issue occurred during service / maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor contact of cp-415 board (printed circuit board), the led (light-emitting diode) of power switch does not light up. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint its not switching is due to poor contact of cp-415 board, the led of power switch does not light up. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.